Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: leak in pressure sensor assembly. Correction: replacement of the pressure sensor assembly.

Event description:
The following was reported to hamilton medical ag: summary: during service software : pressure sensor assembly test fails.